Event description:
A patient was admitted to the ER on (B)(6) 2022 following a sleeve gastrectomy completed on (B)(6) 2022, which had used the titan sgs23r stapler. A leak was observed approximately 1cm down from the ge junction, adjacent to an intact staple-line. Re-operation/surigical intervention was required to resolve leak.